Manufacturer narrative:
Pathology department kept the device.

Event description:
Revision surgery - due to the patient falling and breaking the glenoid. The surgeon removed the glenoid, baseplate and insert then converted the reverse shoulder prosthesis monoblock to a turon hemi.

Manufacturer narrative:
The reason for this revision surgery was identified as a broken glenoid, trauma, after 5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 22008 shows 40 parts (part number: 508-00-032) reworked due to " sealer 16 did not have the nitrogen gas flush turned on at the machine." A review of the product complaint report history showed ths is the second complaint for a part from this lot. The root cause for the broken glenoid, trauma, was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.